Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the DHR of product code: 283913000, lot : 276520, was electronically reviewed and no non-conformances, were observed during the manufacturing process. The product was released on: march 27, 2020 visual inspection: the confidence kit, no needles (p/n: 283913000, lot #: 276520) was returned and received at us customer quality (cq). Upon visual inspection, only confidence pump assembly, the cement reservoir and the mixer was returned from the kit. The cement was hardened inside the cement reservoir and there was a very small amount of sterile water inside the pump. No other issues were identified with the returned device that could impact the device functionality. Functional test: a complete functional test could not be performed as the cement was solidified. There was not enough sterile waster to identify if the water was travelling beyond the piston when the handle was twisted to transfer the sterilized water through the connector. The connector component was functioning as intended. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as the internal components of the pump and the connector were inaccessible without destruction of the device. Document/specification review: the current and manufactured to, revisions of drawings were reviewed: confidence, final packaging assembly, confidence pump assembly, confidence pump body assembly, confidence pump piston assembly. Complaint confirmed? No. Investigation conclusion the complaint condition was not confirmed for the confidence kit, no needles (p/n: 283913000, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. The confidence spinal cement system kit¿s instructions for use states that the cement should be stored unopened in its original packaging, in a dry, clean place away from light, at a maximum temperature between 41° f (5° c) and 77° f (25° c). Working time at operating room and material temperature of 20 degrees celsius is 9 minutes. The handling characteristics and setting time can vary if the product has not been fully equilibrated at 68° f (20° c) before use. The unopened product should be stored at 68° f (20° c) for a minimum of 24 hours before use. No other potential defects were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a vertebroplasty procedure, fluid leaked beyond the piston of the device which prevented the cement application. The procedure was completed using the next set. No consequences for the patient reported. This report is for one (1) confidence spinal cement system confidence kit spinal cement system. This is report 1 of 1 for (B)(4).